Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed therapy monitored fluid volume testing. No additional information is available.

Manufacturer narrative:
(B)(4). The device passed electrical testing but failed functional testing due to multiple fills and drains being outside of volumetric specifications. An accuracy confirmation test was performed and the device failed. Temperature verification testing was performed and the device passed. The pneumatic system was tested and all pressures were found to be correct and stable. External and internal inspection was performed with no issues found. The door assembly was inspected and found the piston to have several cracks and the piston foam to be deteriorated. The device was sent for servicing. A review of the event history log of the device found nothing related to the reported issue. The cause of the reported issue was determined to be the cracked piston and deteriorated piston foam. Should additional relevant information become available, a supplemental report will be submitted.